Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger unable to charge battery) has been confirmed. Upon investigation, the charger was unable to charge a battery, there was liquid contamination on the battery board and the power supply connector was defective. The cause for the failure was isolated to a damaged power supply connector and the contaminated battery board. The root cause for the defective power supply connector could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery pack.